Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported has dislodged one of her leads when using the restroom. The patient went back to the doctor¿s office right away and he removed the evaluation. The patient will not be replaced in the future. The patient indicators for use are for urgency incontinence. No further complications were reported/anticipated.